Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown : product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine at unknown concentration/dose via an implantable pump for unknown indication for use. The patient stated she had temporary paralysis and muscle weakness, one time in (B)(6) 2024, which were minor and lasted about 3-5 min. Patient stated she lost control of her upper half of her body but could support the upper part of her body with her arms and had to sit down. Patient had the same temporary paralysis and muscle weakness again on (B)(6) 2024 but this lasted about 2 hours and she lost control of upper and lower parts of the body. Patient stated the doctor told her it was normal because the catheter gets stuck at the t12 and because the doctor was using bupivacaine medication it was concentrated towards that nerve, when the patient was in one place for too long and then moves, the catheter gets unstuck and then once the medication flows into the spinal column that temporary paralysis goes away. Patient had not been bolusing due to the complications when they are bolusing and confirmed the numbing.